Manufacturer narrative:
The investigation determined that a result from a patient sample processed on the engen laboratory automation system was misassociated with the incorrect sid of a different patient. The engen system correctly identified the issue by generating a cross check error, as designed. The root cause is user error. After each sample tube was placed into the centrifuge module load rack, the operator stopped the centrifuge module but did not remove all samples as instructed in the user documentation. In addition, the operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. There was no evidence that an instrument related issue contributed to the event.

Event description:
The customer observed a result from a patient sample processed on an engen laboratory automation system was misassociated with an incorrect sample identification number (sid). A misassociated patient result may lead to inappropriate physician action. The misassociated sample result for the patient sample was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).